Manufacturer narrative:
The product was not returned for evaluation.the reported issue could not be confirmed and the exact cause of the reported balloon rupturing could not be determined. The lot history record for the device was reviewed, no issues were found that would cause or contribute to the reported event. The IFU provides the following warning related to the possibility of balloon ruptures during use: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure.

Event description:
A tuftex over-the-wire embolectomy catheter was being used in a procedure. During use the balloon ruptured another device was use to complete the operation. No injury was reported.